Manufacturer narrative:
Additional devices listed in this report: 5520-b-400 lot edf4c triathlon prim tib baseplate - cemented and 5530-g-409 lot 77ej29 triathlon cr x3 tibial insert. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation as they remain implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported by the cra, that the patient reported pain post-operatively and underwent arthroscopic surgery. It was reported that the patient is still in hospital.